Event description:
Additional information was received from the patient. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2020. It was reported that the electrode 3 is not working. The loss of stimulation feeling was due to loss of electrode use. The issue was not yet resolved.

Manufacturer narrative:
H6 coding applies to the lead. Continuation of d11: product ID 978b133 lot# va280re serial# implanted: (B)(6) 2020, explanted: product type lead, ubd: 2022-03-30, UDI: (B)(4).medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that they haven't felt anything in the last few days and they have had a loss of therapeutic effect. The patient stated that for the first couple of days it was fine but all of a sudden it quit working. On program 1 the patient increased amplitude from 1.7 all the way up past 4.0 and they were still not feeling stimulation so they changed to program 2. It was noted that the circumstances that led to the reported issue were unknown. On program 2, the patient increased past 7.0 and they were not feeling stimulation sensation. The patient then changed to program 3 and they were able to feel stimulation comfortably at 0.6 so they were going to try this program and monitor their symptoms. The patient had an appointment with their managing health care professional (hcp) on wednesday so they would discuss their concerns at that time. It was also noted that the patient¿s relevant medical history included the patient had unrelated back issues and a history of two back surgeries. No further complications were reported at this time.